Manufacturer narrative:
Testing of actual/suspected device: (10/3233) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the datasettes, then tested the unit for 2 hours with no further errors. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) was not powering on and was giving an electrical error code #5. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and found that unit not switching on, unit giving electrical failure #05 and to fix the issue fse replaced dataset with new one and problem solved. The fse tested the unit for 2 hours with no further errors, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.